Event description:
Additional information received reported that the cause of the event was an mrsa infection. It was noted that the implantable neurostimulator, lead, and extension were explanted on (B)(6) 2012. Signs and symptoms included two areas of open drainage and fever. It was noted that there was no hospitalization, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID, 748951 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID 748951 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 3998 lot# v052566, serial#, implanted: 2007 (B)(6), explanted: 2012 (B)(6). Product type lead product ID, 37754 lot#, serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748951 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3998 lot# v052566, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's thoracic spinal cord stimulator lead was removed and not replaced due to ineffectiveness and increased weakness and neurological issues. After removal of the thoracic lead, an MRI was completed and revealed that soft tissue and fluid had accumulated around where the lead had been placed and was contributing to the patient's increased weakness and urinary incontinence. Patient outcome was not available at the time of the report.